Event description:
Three endeavor sprint drug-eluting stents (2.25 x 18mm, 2.25 x 30mm and 2.25x12) were implanted at the mid lad (overlapping). (MFR report# 2953200-2008-01171-01173). Two of the stents were used for treatment of a complication/dissection/bailout. The investigator reported that the patient experienced pain after the first balloon inflation. The pain did not subside. Patient was sent for observation to ccu. Initially there were no ECG changes, however, the patient developed increasing st elevation in almost all leads. It is reported that stent thrombosis of the mid lad was diagnosed on the day of the procedure. The stent thrombosis is reported to have been associated with an acute stemi. Investigator assessed the mi event as a q-wave mi with involvement of target lesion. A ptca revascularization was performed as a result of this event. Investigator indicated that event was related to the study stent. A spontaneous gi bleed is reported to also have occurred date of procedure. Investigator indicated that this event was not related to the study stent.

Manufacturer narrative:
Eval codes: results - myocardial infarction, thrombosis, gi bleed, revascularization.